Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the distal tip of the laser fiber tip broke. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.